Event description:
It was reported that an attempt to implant the lead was unsuccessful due to the patient's anatomy and scar tissue. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.